Manufacturer narrative:
Infutronix is waiting for the affected device to be returned.

Event description:
On (B)(6) 2022, infutronix received a complaint from an end user: "the patient was started on a 24 hour infusion yesterday morning around 10am. The vtbi was 500ml, running at a rate of 20.8ml/hr. When the patient came in today at 10am, it was noted on his pump that there was still 364.4ml tbi, and the pump sounded noisier than normal when infusing. The nurses discovered that the blue clamp on the line was partially closed. It was open yesterday when he left so we are not sure how it became partially clamped. The nurses said they will start taping them open now that this happened. To note, on the tubing for our previous pumps the clamp was closer to the pump side and would be tucked into the bag. Pharmacy decided to take the bag back under the hood and evaluate how much the patient actually received, and when they withdrew the total volume, there was actually 480ml remaining, meaning the patient only got approximately 20ml over 24 hours." Device operator was a nurse. Medication infused was 5fu. A patient was involved but not harmed.